Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. During the evaluation, it was determined that foreign material had clogged the inside of the nozzle. Additionally, the evaluation revealed the following findings: due to clogging of nozzle, air supply volume did not meet the standard value; due to clogging of nozzle, water removal ability did not meet the standard value; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to wear of angle wire, the play of up/down knob was out of the standard value; adhesive on bending section cover had a chip; due to clogging of nozzle, water removal ability did not meet the standard value; plastic distal end cover had a scratch; connecting tube, scope connector cover, suction connector, universal cord, free-engage knob, right/left knob, up/down knob, switch box, flexibility adjustment ring, image guide protector, control unit, scope cover, and grip had a scratch; forceps channel port was shaved; and control unit had discoloration. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had an air and water supply failure, separation. The device was returned for evaluation. During testing and inspection of the device, the following reportable malfunction was found: foreign object inside the nozzle, which has been attributed to insufficient cleaning. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.